Event description:
It was reported that the left ventricular lead exhibited high thresholds and capture anomalies due to dislodgement. The lead was removed and replaced.

Manufacturer narrative:
No medwatch form was received.